Event description:
It was reported that the device does not work from time to time. The radiofrequency (rf) head was returned to the manufacturer. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis did not confirm the reported event. However it was noted that the plastic anti-slip layer was ripped off of the label of the programmer head. (B)(4).